Event description:
It was reported that the user experienced a low blood glucose event around the late afternoon with a nadir of 60 mg/dl while using the ilet system and had been treating lows with large amounts of candy or sugary tea. The user inquired about using sugar cubes as a quick carbohydrate source. Symptoms included shaking and tremors consistent with hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates, education on appropriate quick-carb dosing to avoid rebound hyperglycemia without hospitalization. Investigation included a customer care agent troubleshooting and education review focused on hypoglycemia management and user treatment practices. Investigation of this case revealed inappropriate low-glucose treatment amount as the contributory factor, with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to overtreatment of hypoglycemia.

Manufacturer narrative:
Initial.